Manufacturer narrative:
Age/date of birth: mean age. Sex: majority gender. Date of event: estimate based on date of publication of article. Liver transplantation 23 1133¿1142 2017 aasld. Doi: 10.1002/lt.24737 received october 20, 2016; accepted (B)(6) 2017. Safety and efficacy of transhepatic and transsplenic access for endovascular management of portal vein complications after liver tra nsplantation. If information is provided in the future, a supplemental report will be issued.

Event description:
Eighteen (18) patients were treated with protégé everflex, cook sheath and non-medtronic devices, 12 patients underwent stent placement in the main portal vein to the proximal right portal vein across the portal vein anatomotic stenosis, the proximal superior mesenteric vein and splenic vein. It was reported all the patients encountered flank pain treated with analgesics but 2 patients died of hepatic failure-related sepsis and reactivated (B)(6).